Event description:
A facility reported that a pt had lost and excess of 2.6 kg of fluid during a dialysis treatment. The facility alleges the machine's pretreatment testing has passed. The recorded tmp during the treatment was higher than would be expected for the type of dialyzer used. The device labeling advises the operator to determine if the stable tmp corresponds to the kuf of the dialyzer. The pt experienced cramping near the end of the treatment. The uf was turned off and normal saline relieved the pt's cramping. The facility alleged there were no machine alarms during the treatment, but fluid was noted on the floor around the machine. Device labeling also cautions the operator that if a machine leak can not be corrected the treatment should be discontinued. The pt's treatment was completed and the machine removed from the treatment area for inspection by the MFR rep. Components were replaced and the machine has been operating properly since.

Manufacturer narrative:
The balancing chamber and valves were returned to the MFR for investigation. Leakage on two balancing chamber valves was confirmed and a third was stuck in closed position. Although the facility alleged that the machine had passed pre-treatment testing prior to the incident, the MFR's performance test indicated that a machine would not pass the tests with the valves in the condition they were. The MFR. Questions whether the pre-treatment test was done by the facility as recommended by the labeling.